Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-35641. It was reported that the patient presented for a scheduled implant procedure. During the procedure, following the right ventricular (rv) lead implant, the right atrial (ra) lead was implanted. It was then noted that the ra lead was not pacing normally. A ra lead repositioning was attempted but could not be performed as the helix was damaged. It was inferred that the inner wall of the atrium had been partially damaged by the rv lead. The patient was given time for the inner wall of the atrium to self-heal. Ultimately, the ra lead was not used, and a new lead was implanted during the same procedure. The right ventricular lead remained implanted. The patient condition was stable.